Event description:
A recent download from a (B) (6) male patient revealed several "overvoltage set" flags and three "service code" flags (287, 543, 31). Support contacted the patient and exchanged the monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B) (4) has been completed. The reported problem was confirmed. The cause of the "overvoltage set" flags was a damaged resistor r31 on the defibrillator pca within the monitor. R31, which is the resistor that connects the connecter circuitry to ground, was open. This open circuit would not allow the converter to charge. The root cause of the open r31 cannot be positively identified but was likely a random component failure. This is an unusual event. No adverse event resulted from the monitor failure. The patient received a replacement monitor.